Manufacturer narrative:
Investigation is still in progress.

Event description:
Description of event according to complainant: the patient had a cook ivc filter placed in 2011 due to massive pulmonary embolism. The physician indicated that the filter has done its job since it was placed and the patient has not had an occurrences of massive pe occurring since placement. The patient had a CT scan completed on (B)(4) 2015 which found that there were 2 fractures in the ivc. The dm also indicated that the filter is also possibly perforated. The ivc filter remains inside the patients body at this time. The physician will be referring to the patient to a bigger facility to get the filter removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.